Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 218 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 112mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 192 and 247mg/dl non fasting. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer is uncomfortable with supplies,customer is in insulin according to the blood glucose readings on the meter. Customer has had nor recent changes in diet or medications. Customer has been exercising more often recently. Customer stores the product in the purse and insists that always keeps it at room temperature and never in extreme heat or cold; instructed customer on proper storage technique.